Event description:
Info received indicates during a preventive maintenance check the tech found that the brake steer function not working properly. The brake caster continues to ratchet when the brake is engaged.

Manufacturer narrative:
The tech found the caster was worn and out of adjustment. He replaced the brake caster and adjusted the brake system to repair the bed.